Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3420/06616644, tg3420/7172853). The preoperative aneurysm diameter measured 66 mm. On the same day of the procedure, the patient was diagnosed with paraplegia. Spinal drainage was performed, and rehabilitation treatment began. On (B)(6) 2010, the patient was discharged from the hospital with remaining paraplegia. On (B)(6) 2010, a distal type I endoleak was identified. The aneurysm diameter measured 57 mm. The paraplegia still remained with the patient. On (B)(6) 2011, the persistent distal type I endoleak was observed. The paraplegia also remained with the patient. The aneurysm diameter measured 64 mm. On (B)(6) 2011, the persistent distal type I endoleak and a type iii endoleak were identified. It is unknown where the type iii endoleak originated from (device junction or material disruption). The aneurysm diameter measured 64 mm. The paraplegia still remained. On (B)(6) 2011, a non-gore manufactured stent-graft was implanted to repair the distal type I endoleak and the type iii endoleak. The patient has not returned for follow-up. Therefore, the patient's status is unknown.